Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. Based on the image evaluation, the cause is procedural factors.

Manufacturer narrative:
H3: evaluation summary: evaluation of received images was performed. Customer report of aortic insufficiency was confirmed through observed leaflet perforation due to suture fasteners in pictures provided. Report of stenosis could not be confirmed through image evaluation. Four color images of valve during implantation and after explant were included. Three photos of the explanted valve appeared to show one of the leaflets had three perforations. One of the photos of the implanted valve appeared to show suture fasteners corresponding to the leaflet perforations.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not requested for evaluation as the surgeon indicated that the redo valve replacement procedure was no due to a deficiency in the explanted surgical valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the patient registry that a patient with a 29mm 3300tfx pericardial aortic valve underwent a valve replacement procedure after an implant duration of two (2) years, six (6) months due to severe aortic insufficiency and regurgitation. The explanted valve was replaced with a 27mm 3300tfx pericardial valve. The patient was transferred to the ICU in stable condition. The patient was discharged to a rehabilitation facility on pod #17 in stable condition. The surgeon did not indicate any deficiency of the explanted surgical valve.

Event description:
It was reported to the patient registry that a patient with a 29mm 3300tfx pericardial aortic valve underwent a valve replacement procedure after an implant duration of two (2) years, six (6) months due to severe aortic insufficiency and stenosis. Transthoracic echocardiography demonstrated prosthetic aortic valve regurgitation with multiple eccentric jets. Intraoperatively, three punctures in the valve were found corresponding to the level of cor-knot sutures placed at the time of the initial implant surgery. The explanted valve was successfully replaced with a 27mm 3300tfx pericardial valve. This 27mm 3300tfx valve was secured with manual sutures during the reoperation. The patient was transferred to the ICU in stable condition. The patient was discharged to a rehabilitation facility on pod #17 in stable condition. The surgeon did not indicate any deficiency of the explanted surgical valve. This file was reopened as a literature article pertaining to this case was received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.